Event description:
It was later reported that the pump contained morphine. The antibiotic cleocin was administered perioperatively. The date/onset of infection was (B)(6) 2011. The date of the last pump refill was (B)(6) 2011. The patient was admitted for wound infection. The symptoms included redness, swelling, drainage and pain. The primary location of the infection was the device pocket. A culture was done at the device pocket and lumbar region which revealed staph. The patient was treated with intravenous antibiotics and a total device system explant. The infection resolved and another pump was implanted (B)(6) 2011. There was no drug withdrawal.

Event description:
It was reported that the pump had to be removed because the patient had developed an infection. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.